Event description:
The customer reported obtaining discrepant access accutni (troponin I) results for three (3) patients, over two days, involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer indicated that subsequent testing of the patients' samples on both the original and alternate access 2 analyzer produced results either within the normal reference range of the assay or within the same clinical category but outside of the assay's precision claim. The original elevated results were released out of the laboratory and amended reports were issued after reanalysis of samples. There was no report of any change or affect to patient treatment in connection with this event. This report references two (2) of the patients and the event which occurred on (B)(6) 2013. All system parameters, including calibration curves, assay quality control (qc) results and system checks, performed within the assay's and instrument's specifications prior to the event. The samples were collected in heparinized plasma tubes with gel separators and centrifuged at 6000 rpm for 8 minutes. The customer reported that no issues were noted with sample collection, handling and processing. A beckman coulter field service engineer (fse) was dispatched on both (B)(6) 2013 and (B)(6) 2013 and cleaned up the wash buffer spills and replaced necessary parts, such as the wash valve rotor, incubator belt, and mixer pulleys. The fse also performed a major pm (preventative maintenance) on the instrument. Repairs were verified per established procedures and results met published specifications. Failure mode may be hardware-related but there was insufficient evidence supplied by the customer or the fse to conclude a specific cause and/or malfunction for this event.

Manufacturer narrative:
Results: hardware issues. Please refer to medwatch #2122870-2013-00368 for an associated report related to the event.